Event description:
It was reported that r-wave sensing decreased, that there was low impedance, and that the patient received shocks due to t-wave oversensing (twos). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but blood noted on distal conductor; the analyst noted that the helix would extend at this time, but that there was dried blood in the tip end of the distal conductor; full lead returned and analyzed.